Manufacturer narrative:
Eval summary: the suture anchor device was not returned for eval. This was determined to be a reportable event due to the permanent nature of the suture anchor that was left in the pt, even though no injury was reported.

Event description:
A broken suture anchor was reported to a company rep by a surgeon. The surgeon allegedly used nanotack suture anchors (1.4mm) during surgery to perform a labrum reattachment procedure. The anchor remains in the pt, no injuries were reported.